Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a warning for high / undefined pacing impedance and oversensing noise which resulted in the patient receiving inappropriate therapies. A lead fracture was confirmed. The lead was extracted and replaced. It was noted that the extracted lead had a sharp angle toward the end of the lead. No further patient complications have been reported as a result of this event.